Event description:
It was reported by the customer that a pyxis medstation es system auxiliary full height drawer was jammed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer replaced slide rails for drawer 6 on auxiliary 7 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.